Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report damaged/broken sear was confirmed through the visual inspection and functional testing of all nine (9) devices. ¿ the inspection of all pump module was observed a right sear tab broken and detached completely from the module, the issue results in safety clamp open alarm even the door is closer, and the issue was confirmed with a functional test. ¿ testing performed on a pump module with a damaged sear found the pump module door sensor failed to engage the sear resulting in a door open alarm. ¿ an attempt to replicate the sear breakage on the returned pump module was performed by dchu (designated complaint handling unit). The resulting investigation performed was successfully able to reproduce the breakage observed in the returned samples. ¿ third party analysis by exponent reported the residue found on the sears contained traces of edta (ethylenediaminetetraacetic acid) present in the disinfectant virex tb, which is an unapproved cleaner. Additionally, exponent confirmed fractured surfaces from the field-returned polycarbonate sears consistent with environmental stress cracking (esc), due to exposure to incompatible cleaning chemicals. ¿ bd mechanical engineering conducted impact testing on sample sears exposed to virex tb cleaner for 96 and 120 hours which revealed brittleness in the polycarbonate material. ¿ due to the brittleness of the sear material, impact testing showed breakage identical to that observed in the hospital-returned samples. ¿ sear material and the molding process, although unchanged since 2015, was also reviewed and identified as an opportunity to explore and further bolster the strength of the sear. This investigation has not identified material or molding to be the primary root cause of the issue. ¿ the review of identified instances of ¿flow stop open¿ alarms confirmed the sear being incapable of properly engaging the door sensor at the time of the broken dog ear. Note to repair center: all nine (9) door latch and sears need to be completely replaced. Device opened for investigation, please re-toque all screws. Repair center should follow their normal processing of the device, looking for any incidental issue prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the primary cause of the reported sear breakage is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking. The are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months ((B)(4) large volume pump devices). Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility. Bd engineering to continue to investigate supplier/molding processes to identify opportunities to continue to strengthen the sear.

Event description:
Bd received nine (9) devices unexpectedly. Upon inspection the pump modules were found to have a broken sear. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Bd received nine (9) devices unexpectedly. Upon inspection the pump modules were found to have a broken sear. There was no patient involvement.